Manufacturer narrative:
MFR's report date: apr 29, 2011. (B)(4). Unable to determine the cause of the customer's reported leak. The set was discarded by the customer.

Event description:
Anecdotal report from customer received. Customer stated that while changing the syringe and re-attaching the tubing, a leak occurred where the syringe is screwed onto the tubing. It is not clear if it was the syringe that was leaking or if it was the IV set that was leaking. No info was provided as to type, size or MFR of syringe. There was no report of harm to the pt or user and no medical intervention was required.